Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the pt experienced clonus since 2008. The pt has had dose adjustments since implant in 2007 for spasm control. The highest dose of 200 mcg/day was reported in 2008. He was then noted to have a subcutaneous fluid collection at the abdominal pump implantation site and in the back at refill. The pt was hospitalized and underwent a complete examination. X-ray showed that the catheter and pump had become disconnected at the junction. On the month after the original date, the pt was taken to surgery where the abdominal incision site was opened to explore for a possible catheter tear or other issue. The catheter was disconnected from the pump and contrast agent was injected into the catheter. The catheter was reconnected after ensuring that no contrast agent leaked. The cause of the disconnection was unk. It was conjectured that this occurred in original month. The pump was refilled and the pt was closed. The pt was discharged the following month. The pt recovered.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID ne u_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information was received from a healthcare provider. It was the healthcare provider's opinion that the subcutaneous fluid retention of the pump implant site in the abdomen, which occurred in (B)(6) 2008, was unrelated to the device. It was considered that the event was not attributable to the use of this device and the effusion might be due to biological reactions.

Event description:
A diagnosis of subcutaneous csf (cerebrospinal fluid) leakage was established. When the wound of the abdomen was opened on (B)(6) 2008 watery fluid was noted. The causal relationship was also reported as unrelated to the product, pump, catheter, programmer, and technical handling. The healthcare provider assessed the event as serious because hospitalization or prolonged hospitalization was necessitated to treat the adverse event.